Event description:
Continued use of fixodent denture cream could have caused my neuropathy of my feet. All ten toes are numb & hard to walk - must use cane. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1996 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.